Event description:
It was reported that a home patient (hp) experienced a disconnection between the heater line and the heater bag during fill two of five. The hp was connected when the detachment occurred. The hp stated that the heater line fell to the floor and that the heater bag was empty. A technical service representative (tsr) assisted the hp with ending therapy and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the connection issue was determined to be the bag fell and became disconnected. Should additional relevant information become available, a follow-up report will be submitted.